Event description:
Pt was admitted for a revision of a loose femoral component. During the procedure, the component was reported to be broken. Reported on user facility report number: (B)(4).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.